Event description:
The reporter stated that she has gotten the er1 message 'quite often.' She said that she tests again and usually gets a reading. She reported that she applies blood correctly, and checks the test strip to the color chart.